Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found insulation abrasions breaching the inner coil lumem were noted at 80.1 cm to 80.2 cm, 80.6 cm to 80.7 cm, and 82.0 cm to 82.2 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.